Manufacturer narrative:
All information reasonbly known to the importer is included in this report.

Event description:
I was reported that two weeks post revision, the patient lifted his grandchild and the device dislocated. The surgeon performed a closed reduction at his under fluoroscopy; however, the patient reported that the device felt unstable and was "popping out." The surgeon noted that the patient was not compliant with activity restrictions (e.g., vacuuming, tae-kwon-do arm stretches) and had removed the post-initial implantation soft wrap prematurely. The surgeon decided to perform a revision and observed laxity in the joint space, but he confirmed that both the cup and the stem were stable.